Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 115001a0 - alphamaquet operating table column. As it was stated, unintended tilt movement of the device occurred resulting in the patient falling off the table leading to laceration on the patient's head. No information regarding medical intervention has been received, however, according to medical expert assessment it is probably needed in this case. According to the provided information, remote control was in charging cradle at the time of incident. We decided to report the issue due to serious injury of the patient. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As no malfunction of the column that could lead to reportable event occurrence was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were serious injuries to a patient when this particular issue occurred. The complaint investigated herein is a single and isolated case. The affected getinge device was manufactured on 5th september 1997. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the investigated issue. The technician from an external company was at the column to check, who was not commissioned by getinge. Further information about any repairs performed by the third-party company was not available. The suspected influence of third-party intervention on the reportable issue occurrence could not be confirmed. In summary and as a result of the performed root cause evaluation, it was concluded that as no malfunction could be confirmed by the service technician the root cause of the reported issue remains impossible to define. For safety reasons, it has been recommended not to use the surgical column. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of b1 adverse event / product problem, b3 date of event, b5 describe event or problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain, h4 device manufacture date, h6 health effect ¿ clinical code and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation and additional information that has been received. Previous b1 adverse event / product problem: product problem. Corrected b1 adverse event / product problem: adverse event & product problem. Previous b3 date of event: 09/28/2023. Corrected b3 date of event: 09/27/2023. Previous b5 describe event or problem: on 28th september 2023 getinge became aware of an issue with one of our columns ¿ 115001a0 - alphamaquet operating table column. As it was stated, unintended tilt movement of the device occurred resulting in the patient falling off the table. According to the provided information, remote control was in charging cradle at the time of incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely involuntary tilt movement of the table leading to the patient's fall, was to reoccur. Corrected b5 describe event or problem: on 28th september 2023 getinge became aware of an issue with one of our columns ¿ 115001a0 - alphamaquet operating table column. As it was stated, unintended tilt movement of the device occurred resulting in the patient falling off the table leading to laceration on the patient's head. No information regarding medical intervention has been received, however, according to medical expert assessment it is probably needed in this case. According to the provided information, remote control was in charging cradle at the time of incident. We decided to report the issue due to serious injury of the patient. Previous h1 type of reportable event: malfunction. Corrected h1 type of reportable event: serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 06/01/1998. Corrected h4 device manufacture date: 09/05/1997. Previous h6 health effect ¿ clinical code: others/no clinical signs, symptoms or conditions//4582. Corrected h6 health effect ¿ clinical code: injury/laceration(s)//1946. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: serious injury/ illness/ impairment///4614.

Event description:
On 28th september 2023 getinge became aware of an issue with one of our columns ¿ 115001a0 - alphamaquet operating table column. As it was stated, unintended tilt movement of the device occurred resulting in the patient falling off the table leading to laceration on the patient's head. No information regarding required medical intervention has been received, however, according to medical expert's assessment it is probably needed in this case. According to the provided information, remote control was in charging cradle at the time of incident. We decided to report the issue due to serious injury of the patient.

Event description:
On 28th september 2023 getinge became aware of an issue with one of our columns ¿ 115001a0 - alphamaquet operating table column. As it was stated, unintended tilt movement of the device occurred resulting in the patient falling off the table. According to the provided information, remote control was in charging cradle at the time of incident. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely involuntary tilt movement of the table leading to the patient's fall, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.